Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump battery, the pump shut off unexpectedly. Pump history showed low battery alerts/alarm were received prior to pump shutting off. Customer unplugged pump from power source and upon resuming battery charge, battery display showed as fully charged. Customer resumed insulin delivery. There was no reported adverse impact to customer's blood glucose.